Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via merlin.net. Review of transmissions revealed the patient experienced inappropriate therapy due to incorrect interpretation of signal by the implantable cardioverter defibrillator. No intervention was performed. The patient was in stable condition.